Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, debris was found in the bearings and the nose tip. The debris may have causes increased friction which is a probable cause of the reported overheating.